Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The trunk cable was cut, severing one of the pulse wires within the cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.